Manufacturer narrative:
No kit lot number was provided for a specific investigation. No sample was returned for further testing, and no additional information was provided. A review of complaint trends revealed that all of the alere determine hiv 1/2 ag/ab combo lots are performing according to label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that the device is performing within labeled claims.

Event description:
Customer reported (B)(6) ag results via a customer survey on serum samples from pregnant females tested with the alere determine hiv 1/2 ag/ab combo, with unspecified confirmatory tests (B)(6). The dates of the events were not reported. The exact number of patients involved was not reported. No additional patient information was able to be obtained. There is insufficient information to determine if a malfunction occurred. Treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).